Event description:
Patient with bladder cancer had a cystoscopy performed and reported "something was not quite right with their procedure this time". The patient experienced bleeding, frequency in voiding and loss of control and was placed on antibiotics. This was the patients' second cystoscopy procedure and their doctor reported pt had a urinary tract infection (uti). The symptoms resolved in two weeks.